Event description:
From user facility medwatch report # (B)(4), event description: rn started nipride drip at 2210 (bp: 216/106). At 2218 pt was found unresponsive, medical emergency team (met) was called, pt's bp down to 63/43. According to pump, nipride drip set at 0.5 mcg/kg/hr, 14.2ml/hr. According to pump, pt only received 1ml of drip, when looking at bag; pt had clearly received over half of the bag. Withdrew remaining amount of medication to measure, and pt had received 178.5ml total.

Manufacturer narrative:
Evaluation results: the pump's operational log was reviewed. The reported details of the complaint were confirmed, the log shows the reported nipride infusion was programmed on (B)(6) 2012 and ran for 4 minutes at a rate of 14.25 ml/hr with a totaled infused of 1 ml. Per the pump's log there is no indication of an over-infusion occurring. Spoke with the house supervisor and she stated the pump was evaluated by the user facility's biomedical engineer and the pump performed within specification. B. Braun completed an evaluation of this pump per the procedure for complaint handling. As part of the routine complaint testing requirements, the pump was tested for volumetric accuracy a total of three times using the customer bag and tubing with a rate of 14.2 ml/hr and a volume to deliver of 26.4 ml. The results were all within specification at 26.8 ml, 26.5 ml and 26.8 ml. The pump met all testing requirements, and the reported complaint of over-infusion could not be reproduced. The reporting facility reported the pt was given a bolus of fluid for re-hydration and her blood pressure was stabilized. No further injury occurred.